Event description:
The customer reported that during a robotic colectomy, an electrode sparked during use. The surgeon was buzzing the hemostat and the electrode had a bit of flame on the end. It happened outside the patient and there was no injury.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found the electrode tip was charred. The charring is a result of the reported sparking and flame. The root cause was determined to be from the electrode coming into contact with a metal object.